Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record could not be reviewed since the subject device was manufactured more than 15 years ago. We presume that the reported event was caused by low-frequency components generated by rectification during discharging. The above device handling has warned in the instruction manual as follows. *patients may feel a neuromuscular stimulus when discharge occurs in the coagulation output mode or when there is a spark discharge to the forceps or another metallic object. The neuromuscular stimulus is caused by low-frequency components generated by rectification during discharging. To prevent this, minimize the discharge by selecting a lower output setting or by activating output when the electrode is in contact with the tissue to be cauterized.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device (high frequency cautery) was used. The patient felt a sense of numbness during the procedure. A similar event occurred twice. There was no patient injury reported. This is the second one of two reports.